Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of customer's hospitalization for high blood glucose levels. The mother states the customer's blood glucose level has been fluctuating. The mother states the customer was hospitalized for diabetic ketoacidosis. The mother states that the batteries have not been lasting, and the pump has not been pumping. The mother states the cannula was crimped. The mother states the customer feels discomfort with cannula inserted, and had to remove it because they felt like they were going to pass out. The customer is being sent out replacement sets. The customer's blood glucose level at the time of high level incident was 65mg/dl. The customer's blood glucose level at the time of hospitalization was over 600mg/dl. Troubleshoot was conducted, and six champagne size air bubbles were noted in the tubing. The customer was advised that the high levels may have been due to the bent cannula. The customer is being sent out replacement battery cap and supplies.